Event description:
Staff report multiple (at least 5) instances over the last month of the 70cc syringe in the irrigation tray does not hold water. Plunger is not water-tight. When fluid drawn up into syringe - fluid drains out if not held upright.